Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient's heart rate decreases to 70 to 80 beats per minute when exercising. The rate response feature in the pacemaker was programmed off and data was sent into boston scientific engineers for review. However engineering found no reason for the heart rate decrease to occur. Engineering noted there was not enough data to support any theories. Engineering further noted pacemaker mediated tachycardia (pmt) episodes, mode switches and sudden brady response episodes within the data sent for review. The physician would discuss any further options with the patient. The pacemaker remains in service and no adverse patient effects were reported.